Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a downstream occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, a service history review, and an alarm log review were performed. The f2 alarm (associated with downstream occlusion) was identified during the alarm log review. The cause of the condition was determined to be a damaged door and latch roller. To correct the condition, the door and latch roller were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.